Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer's field service engineer confirmed the reported navigation ring (nav-ring) issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that when attempting to make setting changes, the setting values on a v60 ventilator bounce around. It is unknown if there was a patient attached to the device at the time of the reported event.